Manufacturer narrative:
Findings: unit alarmed compromised force sensor during the displacement test due to motor high current draw. Unable to perform the self-test, unexpected restart error, rewind, basics occlusion, occlusions, prime and excessive no delivery test or verify operating currents due to a33 alarms. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 457 mg/dl. Customer was unable to exit the preparing to prime loop and stuck in rewind complete/bolus delivery loop. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 457 mg/dl. The customer was treated for high blood glucose with manual injection.